Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Phone: (B)(6). Device evaluation: visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge and to the device. No damaged was observed to the lens. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a scratch on the optic of the lens. After follow-up we learned that lens was removed and replaced from the patient's eye. No further information available.